Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, since it is not related to the device. Deflation: observed, one opening assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: yellow particles on device inner surface are observed, yellow particles on device outer surface are observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, a right side deflation. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product. The device has been explanted and replaced.

Event description:
Healthcare provider reported a right side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted and replaced .

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.